Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequently, after the initial it was noted perhaps the hydrophilic coating was peeling due to the sliding performance becoming worse. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a perforation at the moderately calcified, moderately tortuous mid left anterior descending artery. The 2.8x16mm graftmaster covered stent failed to cross due to anatomy; however, after 20 minutes it was noted the sliding performance was getting worse (resistance noted). Another 2.8x19mm graftmaster stent was used to successfully complete the procedure and seal perforation. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.